Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Sensing - interference/noise: ventricular short interval count v-sic=3 counts, in 0.19 day, between (B)(6) 2011 20:03:10 and (B)(6) 2011 00:33:26.

Event description:
It was reported that the patient received nine inappropriate shocks due to a possible supraventricular tachycardia rhythm. The lead remains in use. No further patient complications have been reported as a result of this event.